Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was malfunctioning. The customer stated that the screen was blinking and then went into a blank display. They tried changing the battery but nothing was coming on. The customer's blood glucose level was unknown. The customer inserted a new battery during troubleshooting but the display did not return. It was noted in troubleshooting that there was fluid under the display. The customer did not know how the fluid exposure occurred. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display and no blinking at display screen during testing. No moisture damage found inside the pump. The device was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.